Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that on (B)(6), during implantable pulse generator (ipg) replacement for normal battery depletion, high and low impedances were found before the case. It was further noted that as a result of the irregular impedances, the patient had a related interruption in therapy. The ipg and extension were subsequently replaced, resolving the issue. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: product ID# 3760: analysis found that the ins battery reached normal end of life. Telemetry and output were okay. Product ID # 3708660, serial (B)(4). Analysis stated that the extension body was cut through and segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient had a loss of effective therapy related to the high and low impedances. The cause of the high and low impedances was still unknown.